Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported the following on behalf of an end user : "set broke on the side of the cassette." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda ((B)(6)) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00027.

Manufacturer narrative:
On 03/18/2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established.